Manufacturer narrative:
The device was returned to zoll medical corporation where the clinical file analysis was reviewed for each outcome. The device was recertified and returned to the customer. Review of the clinical data logs showed analysis events 1 and 3, the algorithm determined the presenting waveforms as non-shockable forms of ventricular tachycardia, mostly due to low rate and wide complexes. Analysis event 2, 21 and 23 were rapid shock events that were determined to be non-shockable. Also presenting ventricular tachycardia with low rate and wide complexes. Analysis events 4 and 19 were rapid shock events which did result in shockable decisions. However, the shock conversion estimator (sce) feature was enabled, which overrode the decision to shock in each analysis event. The sce function looks at the waveform spectrally and determines its probability to be converted to an organized rhythm. The sce will override the shock advisement and result in a no shock advised even if the majority or all segments of the analysis point to shockable. In both analyses, the algorithm altered its shock decision based on sce and reversed its shock decision. Based on our review of the data we have concluded that the analysis program worked as designed within its limitations and there was no indication of a malfunction with the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a female patient (age unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.